Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted; it was noted, the most likely cause of the deformed exposed electrode was the use of a 9 fr introducer with a hemostatis valve; damaged at implant; full lead analyzed.

Event description:
It was reported the coil was deformed when using a safe sheath introducer during the implant procedure. No patient complications have been reported as a result of this event.